Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture, pain, cysts, and "presence of foreign body material to the glandular tissue " on right side. The device remains implanted.

Event description:
Healthcare professional reported rupture, pain, cysts, and "presence of foreign body material to the glandular tissue " on right side. Patient reported "undulations". The device has been explanted. Patient reported capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red encapsulation and particle material on the shell; opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.